Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 117," "pacer disabled," "defib fault 72," "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.